Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported events are unable to be determined. However, the ¿adhesive of the distal end fixing screw is detached" likely due to handling error. The event can be prevented by following the instructions for use (IFU) which state: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on acoustic lens, water tightness was lost. In addition to evaluation in, adhesive on bending section cover had a crack. Adhesive on bending section cover was detached. Image guide protector had a scratch. Universal cord had a dent. Protector of universal cord on scope connector side had a scratch. Paint on air water cylinder was peeled. Connecting tube had a scratch. Due to damage on ultrasonic probe, the number of missing elements exceeded the standard value. Due to damage on ultrasonic probe, a noise occurred in the ultrasound image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported a product return asset (evis lucera ultrasound gastrovideoscope) had air leak from the tip. There was no report of patient harm associated with this event. During incoming inspection, it was determined the tip fixation screw adhesive was detached. This medwatch is being submitted to capture the reportable malfunction found during evaluation.